Manufacturer narrative:
The tech adjusted the trend limit switch to repair the bed.

Event description:
Info received indicates while completing a preventive maintenance check on the bed, the tech found that the bed would not go into reverse trend.